Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alert. The customer stated that the insulin pump stopped working. Customer stated that insulin pump was exposed to moisture. The customer stated that they noticed a crack on the back of the insulin pump. Customer stated that retainer ring was damaged. Customer stated that incident occurred due to normal wear and tear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.